Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on the elbow and topical skin adhesive was used. The patient experienced blistering where the topical skin adhesive was used. The topical skin adhesive was not removed because the surgeon was concerned about tearing the skin. The patient was treated with a steroid dose pack. Additional information was requested.